Event description:
Report received from USA stating "wires are exposed at the base of the foot pedal." The event was found prior to surgery. There was no pt involvement. There was no additional info provided.

Manufacturer narrative:
The device has not been received by anspach. If additional info is received, a supplemental report will be sent.